Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found internal insulation abrasion at 8.0 cm to 11.0 cm from helix end. The re conductor etfe coating was intact at the same location. No complaint received with return of device. Failure (event) observed during analysis.